Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub separated during installation of the multipurpose drain. The physician removed the catheter and used another of the same device. This product problem did not result in harm to the patient, additional procedures, or intervention.